Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received with regards to a 12 in (30 cm) appx 1.6 ml, ext set alleging air was allowed to pass into the central line. It was reported that air was noted entering the patient's central line, possibly originating from the manifold. The product was swapped for a new manifold, and the issue was resolved. During the swap over, the patient was temporarily off vasopressors and experienced significant hypotension. No additional information was reported.

Manufacturer narrative:
Correction to b1, b2 and h2 sections.

Manufacturer narrative:
Received one (1) used list# ac315, 12 in (30 cm) appx 1.6 ml, ext set w/3-gang nanoclave¿ stopcock w/nanoclave¿, spin luer; lot# unknown. No visual damages or anomalies were observed. The reported complaint of air in the line could not be confirmed. The returned sample was tested and met product specifications. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.